Manufacturer narrative:
The insulin pump was unable to prime during the prime test due to a protruded and loose drive support disk. No alarm was noted for the drive support disk. The insulin pump was received without the original belt clip. The insulin pump was received with minor scratches on the display window, cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip and a cracked reservoir tube.

Event description:
It was reported that the insulin pump had a problem. The customer's blood glucose was 536 mg/dl. The customer stated that when they were priming the devise insulin was squirting out non-stop, and emptied the reservoir halfway. Also, the customer stated that there was a crack near the reservoir window, which occurred when the device fell. In the alarm history there was an error alarm present and the customer stated that the drive support cap of the insulin pump was sticking out. The customer stated that they were not feeling well. Their blood glucose had been high for a long time. The customer stated that their blood glucose increases after meals. They stated that they would get a correction dose fro the pharmacy. By the end of the phone call the customer' blood glucose was 432 mg/dl. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).